Event description:
Event: burns and blisters; pt had titan treatment 1 year prior at same settings. Product problem: gold coating on end blocks failed. Dose or amount: 34j/cm2; frequency: per pulse; route: transdermal. Dates of use: (B) (6) 2007 - (B) (6) 2010. Diagnosis or reason for use: unk. Event abated after use: yes.